Event description:
A home patient's (hp) spouse contacted baxter's technical service center to report that the hp had a MRI performed earlier in the day that verified that hp was "full of air". Reportedly, the hp had been experiencing shoulder pain for the past 2 months. Per hp's spouse, the shoulder pain was experienced approximately 1 hour into therapy. An integrated homechoice set was being used in combination with 2 extension sets that were connected to the setup prior to the prime cycle. The hp's spouse reported that the pt line clamp was open during the prime cycle and successful completion of the prime cycle was always confirmed prior to the hp connecting to the setup. Nothing unusual was noted with any of the supplies prior to, or during, therapy. No additional medical intervention was required as a result of the excess air.